Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. S4s/sur-fit natura 2pc-2pc stomahesive (sh) wafer w/ flexible collar.

Event description:
Report provided by the end user states that they have experienced itching under the tape border and the skin is now red and irritated, under the tape only. The end user has used this product for 1 year. The end user has tried using powder and also cutting tape border off. The end users subsequent outcome was not reported.